Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The sensor was inserted into the skin. On (B)(6) 2025, it was reported that the patient reported having gone into dka twice in the same year and had previously discussed this with their endocrinologist. Per ts, callback attempts had been made to document the first medical intervention due to sensor failure but were routed to voicemail. There was no documentation of further medical evaluation or intervention for this 2nd reported instance of dka. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.